Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient had one lead replaced and the other lead was left implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number 1627487-2021-14515. It was reported that the patient sacral lead was explanted on (B)(6) 2021 due to the leads migrating and causing ineffective therapy. The lead migration was confirmed during a CT scan.